Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked power switch could not be determined. It is possible that the power switch was damaged to due repeated use or the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the power switch on his olympus maintenance unit was damaged. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front of the power switch was found damaged with cracked protective cover and a torn off plastic cap. The ac inlet was also found rusted. Additionally, the four suction feet were missing, several bolts were found rusted, and the main chassis and top cover had rust and paint scratches present. It was also noted that any manipulation of the air gauge would cause the air pressure to fluctuate due to a worn-out connector socket and air joint unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.